Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode and the subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited over-sensing of noise resulting in an inappropriate shock. During a follow up appointment, the oversensing of noise could be reproduced in the primary vector. The patient is scheduled for a revision procedure in the near future, due to a suspected system integrity. No adverse patient effects reported. Device remains implanted. New information provided that this electrode was surgically explanted. The electrode is expected to be returned. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode and the subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited over-sensing of noise resulting in an inappropriate shock. During a follow up appointment, the oversensing of noise could be reproduced in the primary vector. The patient is scheduled for a revision procedure in the near future, due to a suspected system integrity. No adverse patient effects reported. Device remains implanted.